Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 patient presented with lower back pain. MRI of the lumbar spine indicated ¿no significant spinal canal or neuroforaminal stenosis. Expected postoperative appearance at l5-s1 with some enhancing scar surrounding the left s1 nerve root sleeve. No compressive disc herniation is identified. There is some mild to moderate endplate osteophyte resulting in mild to moderate left l5-s1 neural foraminal stenosis.¿ (B)(6) 2008 patient presented for an office visit. Per the physician¿s notes, patient has complaints ¿of two months of pain in the back and down the left buttock.¿ patient diagnosed with degenerative disc disease, back pain, and radiculopathy. (B)(6) 2008 patient presented with low back pain described as deep bone on bone in back, vice grips in l posterior thigh/calf. Pain made worse by sitting, standing, walking, and weight bearing. Patient underwent physical therapy. (B)(6) 2008 patient presented with low back pain. Underwent physical therapy. (B)(6) 2009 patient presented with lumbar degenerative disc disease and left radiculopathy. The patient underwent l5-s1 minimally invasive tlif with viper pipeline system and rhbmp-2/acs. Bmp and healos were placed within the interbody device. There were no noted complications. (B)(6) 2009 patient presented for an office visit. Per the physician¿s notes, ¿he indicates he is doing very well at this point in time. He is not having any complaints to speak of¿ his exam demonstrates that he is able to flex and extend without difficulty. He has good range of motion¿ radiographs demonstrate the implants are all well-positioned at this point in time.¿ (B)(6) 2009 patient presented for physical therapy with low back pain. (B)(6) 2009 patient presented for an office visit. Per the physician¿s notes, ¿he has no real complaints, other than some left-sided anterior knee pain.¿ (B)(6) 2009 patient presented for physical therapy with low back pain, left knee pain, headaches several times a week. Per the physician¿s notes, ¿client has been seen 13x since lumbar surgery. He exhibits improved le, abdominal strength, improved le rom. He reports pain levels relatively unchanged in lower back and l le but is improving his activity levels. ¿ current condition better than before surgery.¿ per the physician¿s notes, ¿on (B)(6) 2009 he had a CT scan which did show mild to moderate neural foramen stenosis at l5-s1 on the left. The CT scan did not show any obvious signs of fusion.¿ (B)(6) 2009 patient presented for follow up. Per the physician¿s notes, ¿he is having difficulty with is back¿. The pain is across the left buttock and radiates around the anterior flank at this point. He also describes a numb, painful patch across the medial distal leg. He is not having any weakness.¿ (B)(6) 2009 patient presented with low back pain. Per the medical records, patient ¿presents with deficits in rom, strength, posture.¿ physical therapy was performed. On (B)(6) 2009 the patient presented with low back pain. Physical therapy was performed. On (B)(6) 2009 the patient presented with low back pain. Physical therapy was performed. On (B)(6) 2009 the patient presented with low back pain. Physical therapy was performed. On (B)(6) 2009 the patient presented with low back pain. Per the medical records, the patient reports pain is across lower back left, left hip/proximal thigh, burning at left distal medial ankle intermittently. Physical therapy was performed. (B)(6) 2009 patient presented for follow up. Per the physician¿s notes, ¿he is working on the exercises and they seem to help him, but he still has the complaints. The methadone seems to be working along with the norco¿ I think ultimately he is going to be on methadone long-term.¿ (B)(6) 2010 the patient presented with low back pain. Condition was diagnosed as permanent. Patient discharged from therapy. (B)(6) 2010 patient presented for follow up. Per the physician¿s notes, ¿he had a twisting episode about two weeks ago on the ice¿ he is describing pain across the back that will shoot down into the left calf¿ radiographs show the implants well-position. There is no evidence of any fractures. There is no movement of the screws.¿ (B)(6) 2010 patient presented for follow up. (B)(6) 2010 patient presented for follow up. Per the physician¿s notes, ¿he is noting that most of the pain is across the back, that will extend down the leg when he bends.¿ (B)(6) 2010 patient presented for follow up. Per the physician¿s notes, the patient ¿indicates that he is doing well at this point in time. He is pleased with his progress. He is working.¿ (B)(6) 2010 CT of the lumbar spine indicated ¿persistent visualization of the l5-s1 disc although there is increased sclerosis within the endplates around the interbody fusion. Stable hardware position. Stable post-op changes. Otherwise, stable.¿ (B)(6) 2010 patient presented for follow up. Per the physician¿s notes, ¿he had his CT scan and I think this shows evidence of fusion at this point in time. He has a coronal imaging that shows bridging bone. It is not completely proliferative through the disc space, and certainly there could be more fusion mass evident; but with it being 15 months out, there is a chance that this will continue to ossify with time.¿ (B)(6) 2011 nurses note indicates that patient called with right knee swelling and pain.